Manufacturer narrative:
(B)(4). Method: the complaint rt265 breathing circuit was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Our investigation is based on the information provided by the customer and previous investigations on similar complaints. Conclusion: previous investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change has been completed with the new pre-mixed material having been implemented on the production line. The complaint device was manufactured before this change. All rt265 infant breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt265 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the swivel wye of an rt265 infant dual-heated evaqua2 breathing circuit had a crack where it connects to the expiratory limb and came apart during use. There was no patient consequence.